Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inconsistent high voltage lead impedance was found. Diagnostic x-ray imaging was performed but no anomalies were found. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A complete lead was returned in one piece for analysis and visual examination of the lead revealed no anomalies. Electrical testing and x-ray inspection did not reveal any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received revealed that the lead was explanted and replaced. The patient was stable before and after the procedure.